Event description:
It was reported that a pocket fill occurred on the day of report. The physician aspirated the fluid out of the pocket as well as taking 4mls out of the pump to empty it. It was unknown if it was a complete or partial pocket fill. The patient did not have symptoms but was sent to the emergency room (ER) proactively . It was later reported that the patient had dry mouth and itchiness. The patient looked okay but was admitted for observation. The physician reported they would be refilling the pump under fluoroscopy within the next 24 hours. The patient was discharged and the pump was refilled the following day without any complications. The issue resolved. The patient recovered without permanent impairment. The pump system was delivering baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received from a healthcare professional reported they suspected a pocket fill. During the call the healthcare professional (hcp) also stated that twice they have been in a situation where they were concerned about a pocket fill. Hcp stated the patient was seen by a cardiologist. It was noted that the pump was refilled and they suspected a pocket fill. The patient was sent to the hospital emergency department to be monitored. It was unknown if any symptoms were reported. It was noted that the patient was experiencing chest symptoms as they were seen by a cardiologist. Event date was noted as (B)(6) 2014. The patient was receiving compound morphine 19mg/ml for a total dose of 9.5mg/day and compound baclofen 5.4mcg/ml for a total dose of 2.7 mcg/day. No further complications were reported/anticipated.

Event description:
Additional information received from healthcare professional reported the patient's weight at time of pocket fill was (B)(6). No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-cannot locate septum, (B)(4)-pocket fill #2, and (B)(4)-empty pump; missed refill.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3007566237-2017-01873[pocket fill; unknown date] was previously reported. Additional information regarding that event will be reported under this manufacturing number # 3007566237-2015-00154 [pocket fill]. Other relevant components include:: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving compound morphine 19mg/ml for a total dose of 9.5mg/day and compound baclofen 5.4mcg/ml for a total dose of 2.7 mcg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported they suspected a pocket fill. During the call the healthcare professional (hcp) also stated that twice they have been in a situation where they were concerned about a pocket fill. Hcp stated the patient was seen by a cardiologist. It was noted that the pump was refilled and they suspected a pocket fill. This time they monitored the patient themselves following the refill. After this second occurrence they started weaning the patient off of baclofen and the baclofen is no longer in the pump. It was noted that the baclofen has not been in the pump for over a year; going back to at least (B)(6) 2015. It was unknown if any symptoms were reported. Event date was unknown. No further complications were reported/anticipated. Additional information received from healthcare professional on (B)(6) 2017 reported the patient weight was (B)(6) pounds. The healthcare professional clarified that only one pocket fill was suspected to have occurred. The hcp stated that there was no pocket fill in may, only the suspected one in (B)(6) 2014. No further complications were reported/anticipated.